Manufacturer narrative:
The physical device has not been returned. Cloud data from the user for the period of 20dec2025-27dec2025 was downloaded and reviewed. Review of the patient history buffer (phb) data found that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately increased the microbolus amount as estimated glucose values increased until reaching the max microbolus amount in response to increasing and high estimated glucose values. While in manual mode, the system correctly delivered the user's manual basal program regardless of estimated glucose values received. The cloud data showed regular bolus delivery, with the total pulses delivered count tracked by the pod incrementing correctly based on the total bolus volume of each bolus after delivery of each bolus, indicating that each bolus was actively and completely delivered by the pod. The cloud data showed that the system was correctly generating alerts and reminders as expected, including the libre specific low and high glucose reminders and an automated delivery restriction alert at 09:43 on 26dec2025 after the automated algorithm had been delivering the max microbolus amount for an extended period in response to increasing and high estimated glucose values. No evidence of issues with insulin delivery or of any other issues with the system were observed in the available cloud data. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient had been wearing the pod on the arm for between 25 to 36 hours when a high blood glucose alarm occurred, with readings increasing up to 22 mmol/l (396 mg/dl). Prior to seeking medical attention, the patient reported experiencing pressure on the abdomen, a sensation that the baby had dropped downward, and a general feeling of not being fully well. The patient administered several boluses (3 units, followed by 1.5 units and 2 units), but glucose levels continued to rise. Due to the urgent and stressful circumstances, the patient was unable to confirm whether an insulin-restriction message was displayed. The patient sought medical care, where both the patient and the baby were diagnosed with diabetic ketoacidosis (dka). An emergency caesarean section was performed. Insulin therapy during hospitalization included novorapid injection(s), and insulin was also administered during surgery, although the specific intraoperative delivery method was not documented. The baby was born at 29 weeks¿ gestation. The patient remained hospitalized for approximately two months and was discharged on (B)(6) 2026. A portion of the recovery period occurred at a family accommodation facility near hospital before the patient and baby were discharged home. The pod worn during the event was removed by hospital staff and subsequently discarded, leaving the device unavailable for investigation.